Event description:
The physician intended to use an everflex entrust stent during procedure for treatment of the mid left superficial femoral artery. The fibrous plaque lesion exhibited no tortuosity and little calcification with chronic total occlusion 100%. The artery diameter is reported as 5mm and lesion length as 300mm. The lesion was pre-dilated with a 4mm pre-dilation device. A 5 fr sheath was also used during procedure. Embolic protection was used. There was no damage noted to packaging and no issues removing the device from the hoop/tray. The device was prepped per IFU with no issues identified. It is reported that deployment issues and partial deployment occurred. There was no damage to the deployment mechanisms or device handle prior to deployment issue. The thumbscrew/lock pin was checked for securement prior to procedure and the lock pin was removed directly before deployment. The device passed through a previously deployed stent. No resistance was encountered when advancing the device and excessive force was not used. It is reported that the stent was partially deployed. The catheter of the stent was cut to manually deploy the stent. The physician was able to deploy the en tire stent. The stent was elongated. There was no evidence of fracture. The physician relined the elongated part of the stent with a new stent. There was no patient complications associated with this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.